Manufacturer narrative:
(B)(4). The field support engineer (fse) verified the malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator then passed all performed testing.

Event description:
It was reported that the ventilator graphical user interface (gui) display became inoperative. There is no reported patient involvement associated with this event.